Event description:
It was reported that multiple intermittent unspecified malfunctions occurred after pump had been charging where temperature exceeded 99 degrees Fahrenheit. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.